Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia and nausea and vomiting. The patient reports being unable to connect the pod to the continuous glucose monitor. The patient was taken by ambulance to the hospital. The patients pod was removed in the ambulance. Upon arrival at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous fluids as well as manual injections of insulin. The patient was discharged from the hospital intensive care unit the following day. After this event the patient has been using multiple daily injections of insulin. The patient reports they will activate a new pod upon arrival of the replacement.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.